Event description:
Boston scientific crm received information that the patient alleged that the pacemaker's battery depleted without her being notified. The patient stated that she had trans-telephonic monitoring telephone checks monthly and the physician had told her the device was fine. The patient also stated that she experienced syncope due to the device's battery being completely depleted and was hurt from the fall. According to a phone call from a non-boston scientific sales representative, the device was explanted since it reached its elective replacement time. No additional adverse patient effects were reported. It is unknown at this time if the device will be returned for analysis.

Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated as necessary.